Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a failed drawer. The customer reported that the malfunction occurs when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer replaced a new pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.